Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that following a routine device check of the implantable pulse generator (ipg), the device indicated a resting heart rate of 100 beats per minute. Communication with the clinic indicated that a mode was "switched" during the device check and was never switched back. The patient was referred to the emergency room, programming was revised and the issue resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.